Manufacturer narrative:
Block h2 (additional information): block b5 (describe event or problem) and block h6 (device codes) have been updated. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat common bile duct stricture performed on (B)(6) 2025. During the procedure, the balloon was dilated and burst before 3 atms were reached. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. ***additional information received on october 26, 2025*** it was reported that the balloon was tested before the incident. However, the instructions for use (IFU), states that precaution: do not preinflate, pretest balloon, or attempt to refold balloon into protective sleeve.

Manufacturer narrative:
. Imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat common bile duct stricture performed on (B)(6) 2025. During the procedure, the balloon was dilated and burst before 3 atms were reached. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.